Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Alleged failure: cib, nabil, biomed, the spring inside the box is bad and the unit is turing on and off by itself, they checked the power cord and that is not it, sjc0018385 the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause is a damaged contact ring. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.